Event description:
It was reported the patient is no longer able to charge her scs ipg after not charging for several months due to an unrelated issue. An sjm representative confirmed the issue using multiple external devices. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Field correction: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.